Manufacturer narrative:
The insulin pump had button error alarm and no button response due to flattened act button dome switch. Unable to verify motor error alarm and motor position encoder error alarm due to keypad anomaly. However motor passed motor test. Drive support disk was inspected and no anomaly was noted. Cracked display window corners,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 150 mg/dl. Troubleshooting was performed. The device was returned for analysis.